Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported in a disrupt-af study that the patient experienced pericarditis one day post pulsed field ablation (pfa) procedure. The patient presented with chest pain and was given ibuprofen.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported in a disrupt-af study that the patient experienced pericarditis one day post pulsed field ablation (pfa) procedure. The patient presented with chest pain and was given ibuprofen. It was further reported that the ablation procedure performed was to treat paroxysmal atrial fibrillation with pulsed field ablation and performed radiofrequency (rf) ablation in the cavotricuspid isthmus (cti). The lot number for the catheter is not available. The event was identified following a phone call from the patient reporting chest pain one day post procedure. No additional imaging was performed and there was no additional treatment administered. The patient did not need to be admitted into the hospital. There were 39 lesions performed in the pulmonary vein isolation and 50 ablations in the cti with radiofrequency. Activated clot time (act) was maintained below 300 seconds during the procedure. The patient did not suffer from any health issue prior to the procedure that could have led to the adverse event.